Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep clarifies the "issue with impedance with one of the contacts" as one contact (contact 15) had a high impedance showing to avoid. Rep reports the cause was unknown and they reprogrammed on (B)(6) 2025 to avoid the contact with high impedance. Appropriate coverage was achieved for the pt during reprogramming on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was representative reported the patient was not able to make any changes with their stimulation and the issue began about 6 weeks ago. There was an issue with the impedance with one of the contacts so they had to move the program away from it. Patient in the background mentioned they wanted to shut the unit off because they were going through a nuclear stress test, and echogram, and an EKG. The representative resolved the issue.